Event description:
Patient with left axillary iabp. Pump started alarming leak in iabp circuit with loss of augmentation. Soon after, blood visible in catheter. Iabp stopped, md notified and or called to replace iabp catheter.